Event description:
It was reported to covidien on 01/30/2009 that a customer had a problem with a hemodialysis catheter. The customer reports the patient was admitted to the hospital with previously (2009) diagnosed clots in the right atrium, attached to the catheter. Information received from the customer states the patient was dialyzed about six days later in the hospital. Documentation from the hospital states "sudden death after abd pain. Pe or abd bleed on heparin. Autopsy declined by family".

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.